Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient's lead had high thresholds, low impedance and insulation damage. The lead remains in use. Additionally the remaining longevity of the device is short. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. The analysis of the device memory indicated atrial pacing capture threshold was elevated. Atrial threshold consistently high at or near 2.5 volts throughout record. Analysis also indicated the impedance on the atrial pacing lead was beyond the expected lower range. Atrial pace bipolar impedance very stable and low near 200 ohms throughout entire record.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.